Event description:
The customer reported that the system would not make an x-ray after power up and during a start of the day test. No patient involvement was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the power supply then reseated the cables and boards. The system operates as intended.